Event description:
Subsequent to the initial medwatch report, the following was received: previously reported as chronic with sequela, new information provided states the event resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effects of unstable or stable angina pectoris and restenosis of stented segment are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, a 2.5x28mm xience prime stent was successfully implanted in the mid left anterior descending coronary artery (mlad). On approximately (B)(6) 2014, approximately 10 months post implantation, the patient experienced stable angina. On (B)(6) 2014, the patient was hospitalized. On (B)(6) 2014, percutaneous coronary intervention was performed in the target lesion. Although the lesion was treated, the stenosis was noted to be chronic with sequela. On (B)(6) 2014, the patient was discharged. There was no additional information provided.